Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) after experiencing syncope. It was noted there was myopotential oversensing resulting in pacing inhibition and asystole. This pacemaker displayed safety mode. A changeout procedure was performed in which this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) after experiencing syncope. It was noted there was myopotential oversensing resulting in pacing inhibition and asystole. This pacemaker displayed safety mode. A changeout procedure was performed in which this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.